Event description:
It was reported that this inflatable penile prosthesis (ipp) protruded through the right side of the patient's penis. The device was removed, the corporal body was reinforced, and a malleable device was placed. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was protruding from the right side of the penis. The device was removed, the corporal body was reinforced, and a malleable device was placed. There were no additional patient complications.